Event description:
Customer reported being hospitalized with high blood glucose levels. Checked programming and it was correct. Customer stated that she feels it could be her insulin. Customer will change set and take manual injection and call back if further assistance is needed.